Event description:
I have been using the libre 3 plus sensor for 3 months; serial numbers are not impacted, but my sensor reads 15 to 20 numbers lower than when I prick my finger. Should I just request doctor to change sensor brand?